Event description:
It was reported that the patient¿s generator was in fact able to be interrogated at another office visit and that diagnostics were fine. The patient reported having no issues and the battery was noted to be 50% full with eos=no.

Event description:
It was reported that the vns patient¿s device could not be programmed. The programming system was not believed to have contributed to the event as it was able to successfully interrogate a demo generator. The device implant depth was also not believed to have contributed to the event. Attempts for further relevant information will be made.